Manufacturer narrative:
See MFR: 3012307300-2018-01317; 3012307300-2018-01321.

Event description:
It was reported that there was leaking of a cadd® administration set. Patient thinks the leaking is coming out by the filter. No adverse events.